Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted that the lead body appeared curled/twisted. The insulation was melted in several locations consistent with electrocautery damage. The lead tip was intact and undamaged. The dislodgement allegation was confirmed based on field report and observation of a curled/twisted lead body. Patient code 3191 was used to capture surgical intervention.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead dislodged. Surgical intervention was performed and the lead was explanted.